Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that after deployment of the stent, the surgeon deflated the balloon and then began to pull it back. At that moment he noticed that the stent dislodged and migrated in the vessel. The surgeon managed to retrieve the stent and remove it. Another stent was used to treat the patient. No clinical consequence was reported.

Event description:
N/a.

Manufacturer narrative:
Analysis: the advanta v12 stent delivery system was returned from the field and evaluated. The stent was not returned. The surface of the balloon was evaluated to determine if the stent was crimped properly during manufacturing. When the stent is crimped on to the folded balloon the stent frame leaves impressions on the surface of the balloon. The impressions indicate if the stent was properly crimped on to the balloon. The crimped stent impressions were clearly visible. During this inspection a large tear in the distal balloon cone was noted. This tear was large enough to have prevented the balloon from opening thus deploying the stent. As the details of the complaint are difficult to follow it would appear that the stent migrated after deployment. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This testing includes the ability of the stent to be placed through the labeled introducer sheath size, deployed and the balloon deflated then withdrawn back through the introducer sheath. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. A review of the stent diameter and recoil dimensions indicate that the stent was performing as expected. The diameter of the stent when deployed at nominal pressure as specified on the product label was 9.4mm. The stent when the pressure was removed recoiled down to a diameter of 8.96mm. The stent retention test data indicates that the minimum stent retention value was 11.8 newtons (n). The requirement is = 5.5 n. This lot of v12 far exceeded the requirement. Conclusion: the reasons for the stent migration may be attributed to the anatomical location of the deployment in the abdominal aortic artery. The vessel diameter was not provided nor if the stent had been post dilated after deployment. It is also unclear how the balloon tore. If the balloon had been torn while advancing to the target, the balloon would have not been able to be inflated as the tear in the balloon would have created a gross leak. Based on the investigation atrium medical corporation cannot conclude that the device was faulty.